Event description:
Dual lumen umbili-cath separated at hub. There was no pt impact, the uvc was removed routinely.

Manufacturer narrative:
Upon investigation, there was no evidence that the event was related to a device defect. (B)(4) and its independent expert clinical advisors believes this user malfunction is not likely to result in a serious injury or other significant adverse event consequence if it were to recur. The tensile strength and elasticity of the returned catheter were within specifications.